Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was noted to be doing fine after the procedure.

Manufacturer narrative:
(B)(4).